Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 22-aug-2022 - after the last call, husband had taken the customer to the hospital due to the e-5 error obtained on additional report reference number (B)(4). Note 2: manufacturer contacted customer in a follow-up call on 23-aug-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she had been discharged from the hospital the day before and that she is doing well.

Event description:
Consumer reported complaint for hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result range is 375 mg/dl. The customer feels well and did not report any symptoms. Customer had contact the doctor on (B)(6)2022 due to being unable to obtain a result. Customer stated the doctor advised her to get a new battery for the meter. Customer stated she had changed the battery and had obtained e-5 error. Customer had obtained a new meter from the pharmacy; customer had the discarded the meter and was not able to provide the serial number. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/31/2024. Product storage location was not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 07-oct-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.